Manufacturer narrative:
Updated concomitant products.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump is dead. The customer's blood sugar is 400 mg/dl. The insulin pump will not turn on. The customer was able to replace battery pump did come back on. The customer thinks the insulin pump may not have alarmed. Troubleshooting was performed and the insulin pump showed low battery alarms and a power loss alarm. The customer said they had a high blood sugar of 414 mg/dl. After replacing battery customer treated with a bolus of 5.20 units of insulin. The customer's current blood sugar is 453mg/dl. The customer treated with another bolus of 3.35 units of insulin. The customer declined troubleshooting for their high sugar. Nothing is returning.